Manufacturer narrative:
Concomitant medical devices: d354drg ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy, analysis of the device memory indicated the right ventricular lead integrity alert. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead was noted to have high pacing impedance, short v-v intervals, oversensing, far field oversensing, and noise was observed during pocket manipulations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.